Event description:
A malfunction alarm, labeled as alarm 30, was reported during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.